Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in during the case to report they were having issues with the left universal surgical manipulator (usm). The customer stated that they attempted to power cycle the system but ended up having to disable the left-hand control. The customer also stated that the surgeon was working with the other surgeon side console (ssc) with no issues. The technical support engineer (tse) viewed system logs and confirmed master tool manipulator left (mtml) errors on ssc 557389. Tse informed the customer that if they have cases to follow, they could power down the system and disconnect the suspect ssc until this issue has been resolved. The procedure was converted to another ssc with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced left master tool manipulator (mtml) due to motor errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtml) has been returned and evaluated by failure analysis and the reported problem was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) where it failed the sine cycle test. Failure analysis was able to conclude that the axis seven motor was found to be the root cause of the reported event.